Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not power on. No patient involvement reported.

Manufacturer narrative:
Unable to confirm serial number. The field service engineer was unable to confirm the reported problem. The device was functional. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.